Event description:
On (B)(6) 2008, a monarc subfascial hammock was implanted. Plaintiff's attorney has alleged that "as a direct and proximate cause," plaintiff suffered injuries, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.